Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) reported error 319 was confirmed via the error log as having occurred in the field and could be replicated. During visual inspection, the rolling loop was found damaged that would be related to the reported problem. The usm was tested on an in-house system and failed in normal mode. The usm was also tested on a test platform, and the fiber test failed pointing to the rolling loop. Troubleshooting was performed, a golden fiber cable was installed, and the usm was re-tested. The fiber test passed. The complaint was confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the surgeon contacted a technical support engineer (tse) and reported that they got a non-recoverable 319 error and universal surgical manipulator (usm3) was off. Prior to the call, they had restarted the system and disabled usm3, but the issue persisted. The tse reviewed the live logs and identified error 319 pointing to a node not being present on node name axes controller carriage (acc) in armnet 3. The tse guided the surgeon through a hard power cycle and emergency power off (epo), but the issue persisted. The tse explained to the surgeon that he could disable usm3 and use the system as a 3-usm system. The surgeon was able to disable usm3 to move it away from the operation field and continued with the surgery. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). System tested and verified as ready for use. The complaint was not confirmed based on field evaluation.